Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the attempted implant of this pacemaker, the device exhibited oversensing and pacing not delivered when required. It was noted that a plasma cutter had been involved in the case. Both leads had been tested via the pacing system analyzer (psa) during the procedure. However, when inserted into the device, noise was noted on the right atrial (ra) and right ventricular (rv) channels. It was noted the patient had a slow underlying rate. A different device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.